Event description:
Info received indicated the left hand intermediate rail is not latching properly.

Manufacturer narrative:
The hill-rom tech found the latch was bent. He replaced the latch to resolve the issue.